Event description:
Event description boston scientific received information that the patient that had been implanted with this pacemaker passed away due to an unspecified cause. This pacemaker was explanted and returned. There is no allegation against this device, nor a report that the patient's death was pacemaker related. This pacemaker is included within a subset of devices affected by a physician notification regarding a hermetic sealing component in the device header. Although, there was no reports that this device exhibited any adverse behavior indicative of the defective sealing component while in use.